Event description:
It was reported that during a nission hernia repair, the reload fell out during firing. A second device was used to complete the case. No pt consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis results showed that the device was received in good visual conditions and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended; however, the cut was noted to be jagged due to a damaged knife, this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. During the analysis the cartridge was placed on the device and it did not fell out.